Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent holmium laser lithotripsy with ureteroscopy under general anesthesia on (B)(6) 2026, and at 08:15 hours on (B)(6) 2026, the patient complained of abdominal distension and discomfort, viewed the urinary catheter, which slipped out on its own, and viewed the tubing, which was intact, and reported it to the physician. Retained catheterization was reintroduced, pale yellow clarified urine was induced, continued observation, the event did not cause any adverse effects to the patient, reported the event to the nurse practitioner immediately.